Event description:
Patient in or. Induction initiated without incident. Patient turned and positioned-10 minutes into the case-unable to move air. 10 et tube positioned correctly (verified). Patient was bagged and vent circuit was checked. Patient placed on vent. Good ventilation. No harm to child.